Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device download was performed successfully.